Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified and the air/water channel was not deformed. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause cannot be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue can be detected and prevented according to the following IFU: olympus gif-1100 operation manual chapter 3 preparation and inspection. Olympus gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a clogged air/water channel. There were no reports of patient involvement.